Manufacturer narrative:
E.1. Initial reporter phone (B)(6), e.1. Initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bowed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of bowed tubes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, ten tubes were found to be bent. No patient impact reported.